Manufacturer narrative:
The investigation for the reported low flow issue has been completed. The product was returned, and the low flow complaint was confirmed. Per the results of the investigation "the returned pump was visually inspected, and a cannula kink was observed. The cause of the low pump flow was a kinked cannula". This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During support, the device exhibited low flow and was unable to rise above 1.5 despite repositioning. The physician decided to explant the device and replace with another device. No additional information is available.